Manufacturer narrative:
This device is no longer reportable after receiving new information that confirmed no allegations were made against this device.

Event description:
Related manufacturer reference numbers: 3006705815-2017-00916. The inoperable ipg was identified and this ipg was found to be functioning properly. No allegations of deficiency have been made against this device.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-00916. The patient has two scs systems. It was reported the patient has lost stimulation due to their ipg no longer being able to successfully communicate with their charging system. Over time, the patient's ipg became unable to communicate with their programmer. Troubleshooting attempts have been unable to provide resolution. As a result, the patient may undergo surgical intervention.